Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product anomaly. The lead was replaced successfully. This rv lead will not be returned for investigation. No additional adverse patient effects were reported.